Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient had experienced myocardial infarction (mi) within 24 hours prior to the index procedure. Coronary angiography was performed which revealed the target lesion that was located in the proximal circumflex (lcx) artery with 99% stenosis and was 12mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus premier stent overlapping a 2.5x14mm non bsc stent that was used to treat the non-target lesion located in the distal lcx. The non-target lesion had 80% stenosis and was 8mm long. Intravascular ultrasound (ivus) revealed the stents were well-apposed and well expanded. Post-dilatation was not performed. The final angiogram revealed 0% residual stenosis with a timi 3 flow. During the procedure, the patient experienced mi. The location was not identifiable. No action was taken. The following day, the event was considered resolved. Thirteen days post procedure, the patient was discharged on aspirin and clopidogrel.